Event description:
On (B)(6) 2005, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On an unknown date, follow up imaging identified distal migration (amount and cause unknown) of the pxt281414 and pxa280300 and a proximal type I endoleak. It was reported the patient¿s aneurysm measured 7-8 cm, but it is reportedly unknown if aneurysm enlargement has occurred. On (B)(6) 2014, an additional procedure was attempted to resolve the migration and endoleak by relining the system with additional devices and extending proximally. However, it was reported there was no additional neck length available to implant additional devices, so the procedure was concluded with no further intervention performed. On (B)(6) 2014, an additional procedure was performed whereby the pxa280300 and a portion of the pxt281414 were explanted. A surgical graft was then sewn into the remainder of the pxt281414 to repair the aneurysm surgically. The procedure was completed with no adverse events, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the distal migration is unknown. Additional device implanted and involved in this event: pxa280300/03855621.